Manufacturer narrative:
D10 concomitant products: mrasi0001 monopolar curved shears (sn: (B)(6)) and unknown trocar (ln: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a robotic laparoscopic prostatectomy, an instrument error appeared on the screen and the surgeon lost control of the monopolar curved shears (mcs) while dissecting the layers. As a result, the bedside double-clicked on the idu, which did not work. Without waiting for guidance, the bedside forced the instrument out and managed to remove it but damaged the seal of the trocar (lot: unknown) and the mcs, which were both replaced with new ones that worked normally. There was a delay to the procedure of approximately ten minutes. There was no patient injury.